Event description:
The customer reported flickering on the left monitor when system is powered up. No pt injury.

Manufacturer narrative:
The service rep replaced the left monitor and tested for sharp image displayed. No picture flickering.